Event description:
The patient reported their device was prophylactically explanted due to the device being identified as susceptible to failure. The patient's device was explanted approximately one month later (in 2007) due to suspected battery depletion. The drug used in the pump was dilaudid. There was no injury to the patient.

Manufacturer narrative:
Final device analysis results revealed - gears seized together - bridging residue. Brown residue build over all gears, high reservoir pressure and a broken propellant fill stem. Closer examination of fill stem weld showed some anomalies. The motor stalled during the reservoir pressure testing. The serial number is included in the range for the beginning 1999 population for the synchromed el pump motor stall due to gear shaft wear.